Event description:
It was reported that the pulse generator went into backup vvi mode on december 27th. The device was removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the pulse generator went into backup vvi mode due to a software anomaly. A software down- load was successfully performed to withdraw the device from backup vvi mode state.